Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2021-01765. It was reported that the patient's leads had migrated. As a result, surgery occurred during which the leads were explanted and replaced, which resolved the issue.

Manufacturer narrative:
A patient experienced lead migration was reported to abbott. It was determined during an ipg replacement the physician noticed that the leads had migrated. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.